Event description:
Ous MDR - it was reported that 3 days after the implantation a lead dislodgement was noted. The lead was repositioned.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.